Event description:
A phone call was received from a doctor at hospital in another country. He reports that a female was seen two days after her symptoms appeared: strong pain, tyndall, satellite dendrites and only hand movement perception. Consumer was treated with vancomycin and ceftazidime. Following identification of filaments in the corneal scraping and fusarium, at four days, she was treated with natamycin and voriconazole oral. The doctor reports that the consumer had poor hygienic practices and wore the same lenses for six months. The consumer has recovered with a visual acuity of 20/25. No further information or any medical documentation available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.